Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention, and unexpected medical intervention were due to case-specific circumstances. Post procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2025, a 25mm navitor vision was chosen for implantation, utilizing an unknown flexnav. The patient presented in atrial fibrillation (a fib) and there was no calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). The valve was implanted at a depth of 3mm on non-coronary cusp (ncc) and 3mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. Post procedure, the patient experienced a heart block. To treat the heart block, a temporary pacemaker was placed. On (B)(6) 2025, a permanent pacemaker was implanted.